Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the vibration box of the lifevest equipment. It was reported that the patient went to the ER because the patient developed a rash from their heart medications. There was no alleged device malfunction contributing to the irritation. It was reported that the patient is taking antibiotics which helped the skin irritation. It is unclear if the antibiotics were prescribed for the skin irritation or a different medical condition. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.